Event description:
A malfunction was reported concerning the pump's quick bolus/wake button, which was difficult to press and required multiple attempts to activate the pump screen. The caller declined to provide information about any blood glucose impact. Technical support instructed the caller on how to properly press the button and confirmed the issue persisted, leading to the decision to replace the pump. The customer was informed to use multiple daily injections (mdi) as backup therapy. Instructions were given on how to put the pump into storage mode before returning it, and the customer agreed to return the faulty pump within ten days using a prepaid label.